Manufacturer narrative:
Method: the device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A lot history record review was performed on the reported lot number, and there were no non-conformities which could have contributed to the reported failure mode. A supplemental report will be submitted when the device is rec'd and the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of the dissection cone broke off inside the pt's leg. The surgeon had to create a 1 cm incision in order to retrieve the piece with no other pt effects reported. The product was retained by the hospital until they complete their investigation on the product first. The product will be returned at a later date.